Manufacturer narrative:
(B)(4): the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with two patient interfaces (pi) during a laser treatment while the laser was firing and after the patient was applanated. A brief description from the surgery center indicated there was lost suction during the flap creation and the surgery center replaced the patient interface to continue treatment but was unsuccessful. The surgery center was unable to lift the flap and the procedure was aborted. There is no patient injury reported. Three reports will be submitted for two patient interfaces and one for equipment. This report is for two of two patient interfaces.